Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the machine was stuck during an update. The customer attempted to unplug both the power and ethernet cables; however, the machine failed to start up correctly afterward. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was stuck in an update. A field service engineer found that the station was stuck on a windows update that would not complete. The hard drive was replaced and the machine was reimaged. The station was restored to normal operation and was functioning properly. A signed hard drive log was attached to resolve the issue. The system functioned as intended after the field service engineer repaired the device.